Manufacturer narrative:
The initial MDR 1226181-2016-00473 was filed on october 3rd, 2016. Additional information (10/05/2016): the customer is operational. The cause of the discordant, falsely elevated enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) results were high out of range. The method was recalibrated with the same reagent flex, and qc was within range. The method was recalibrated twice with a new reagent flex, and urine qc level 1 failed. The method was recalibrated again with another reagent flex, and all qc resulted within range. Patient samples were then rerun, and a discrepancy was noted. A siemens headquarter support center (hsc) specialist evaluated the instrument data. There was no indication of reagent delivery or foaming issues. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated enzymatic creatinine results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. Only the result of patient with sample ID (B)(6) was corrected and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated enzymatic creatinine results.